Manufacturer narrative:
The call ended before the customer's personal info or product info could be obtained. It's not possible to determine the manufacture date w/o the meter info.

Event description:
The customer tested his blood glucose using his contour ts meter and rec'd readings of 152 and 154 mg/dl. He retested using another meter and rec'd a reading of 86 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide add'l info before ending the call. No product will be returned.